Event description:
Customer reported an issue with the gas module iii, which may have affected gs monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and replaced the gas module assembly. The unit was tested to factory specs.